Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an angulation malfunction. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, the foreign object clogging the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign object clogging the nozzle, angle defect, angle play, insufficient angle, poor nozzle drainage, bending section cover adhesion was cloudy, cracked, scratched and chipped, image guide snake tube scratch, light guide snake tube scratch, connector contact scratch, switch 3 scratch and switch 4 scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided). H10: the reprocessing status was unable to be obtained/confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.